Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced therapy cessation since january, intermittent strong stimulation pulses in the buttock area, reduced frequency of stimulation sensations, bladder incontinence, and a 50% reduction in symptom improvement compared to initial results. The patient reported pain in the right buttock area where the device was implanted and difficulty walking. Pain improved with a 25% reduction immediately and up to 50% by the end of the week after the therapy was turned off, allowing the patient to walk again. The patient considered device repositioning or removal due to ongoing issues. Troubleshooting included reviewing therapy information and adjustment guidance, turning off the therapy for at least two days, and changing programs if pain subsided. The patient met with their healthcare provider, who confirmed the device was functioning properly, and consulted a pain specialist, but interventions did not resolve the pain. The implanter advised keeping the device implanted for now, with possible future repositioning or removal. The patient was redirected to their healthcare provider for further management.